Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation on her right side. The area was described as red irritation. The patient's pharmacist recommended a water based lotion to treat the irritation. During a follow-up, the patient indicated that the irritation had improved.